Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and dislodgement, as it was noted the lv lead had pulled back within the vessel. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.